Event description:
Boston scientific crm received information that the patient with this right ventricular lead experienced some fluttering. During the device check, it was noted there was ventricular oversensing that resulted in a 4 second pause in therapy. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.